Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, physician found a synthetic suture material hanging from pt's urethral meatus approx 6cm long. The physician further found during a cystoscopy procedure the sling had eroded into the posterior wall of the urethra with suture material extending from this out of the urethra. The sling was removed and reconstructive surgery was performed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.